Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had a sealing issue. The jaws were cleaned but the issue continued. Another device was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: one used lf1737 ligasure device was received for evaluation, and investigation of the returned sample confirmed the reported issue. Visual inspection found no defects. The investigation identified the cause of the alarms to be incorrect wire routing during manufacturing of the device. The investigation found that re-grasp alarms sounded continuously and the device could not be activated. An end tone and seal cycle could not be completed. The device was disassembled and pmv found the gray and red wires were crushed between the two body halves causing the reported event. Manufacturing non-conformances were reviewed. No entries pertinent to this incident were noted. If information is provided in the future, a supplemental report will be issued.